Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor a delay to therapy noted. The unit kept operating when the event occurred. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen did not respond when they attempted to make the unit standby mode during use. It was reported that the freeze was fixed while they were touching the unresponsive screen several times after that. It was reported that the unit was replaced with a backup v60, and a test run is being performed but the freeze has not been duplicated. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported phenomenon was not duplicated despite device checking. The touch screen needed to be replaced as preventative actions; however, repair was cancelled upon the customer's request. The device was returned unrepaired.